Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of a blank display from the insulin pump. The customer's blood glucose reading was 7.1 mmol/l. The mother stated that the keypads were not working and the screen is blank. The mother stated that the pump had no physical damage. The customer was advised to insert new aaa battery. The customer stated that the display did not return. The mother stated that she recognized 3 beeping's after the battery insertion. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was monitored for several days with no blank display anomaly noted. The insulin pump was received with normal operating currents. No damage was found on the isolation tape. Moisture damage was found on the motor. All buttons functioned properly and no damage was noted to the keypad assembly. No unlocked keypad connector was noted. The insulin pump was received with a cracked case at the display window corner and minor scratches on the display window.